Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +20.5d), was explanted. An intraocular lens of a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on 01/10/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).